Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the injector overrode lens on insertion. Subsequently the lens was removed during initial procedure and completed with another lens. The surgery was completed and there was no patient harm. This report is associated with two medical device reports. This file is 1 of 2. Additional information has been requested.